Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problems (response buttons, service code 107/abnormal shutdowns) were investigated. Upon investigation the rear response button was intermittently non-functional. The cause for the intermittent defective response button was a creased rear response button ribbon cable. The service code/abnormal shutdowns were confirmed in the downloaded flag data. The device subsequently was able to pass detect and treating. The root cause for the intermittent rear response button was the creased response button ribbon cable. The root cause for the abnormal shutdowns was the computer/analog board not shutting down properly. The c/a board was replaced to prevent further abnormal shutdowns. The abnormal shutdowns did not prevent the device from being able to detect & treat an arrhythmia. No adverse event resulted from the defective equipment.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.